Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that when the patient had the implant put in the healthcare provider (hcp) "accidentally caught the sciatic nerve, he got too close to it, so whenever [the patient] had it on it would periodically stimulate the sciatic nerve it was very very painful." According to the patient the pain occurred whenever they had stimulation on since the implant was put in, but the patient has not used the stimulator in a long time. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.